Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump went into threshold suspend and his blood glucose was 90 mg/dl. Customer stated that the sensor reading was showing 74 mg/dl. Customer stated that he wakes up in the night and feels weird when he has low blood glucose. Customer's blood glucose was 71 mg/dl at the time of the incident. Customer's current blood glucose is 120-140 mg/dl. Customer has treated with food. Customer stated that he is totally visually blind and the pump won't start up. Customer has to have someone there to assist him. Customer changed the battery once more and received an off no power alarm. Customer's blood glucose was 404 mg/dl at the time of the incident. Customer has been having low blood glucose for the past 6 nights. Customer used an insulin pen and manually injected 5 units. Customer confirmed that he had a battery out limit alarm, off no power alarm, and a low battery alert prior to that and was advised to monitor the pump.